Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse performed a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an ECG would not register with ground attached. The customer tried two cables and it was still not working. The unit was swapped to another unit, and there was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1. Additional contact information for reporter:(B)(4).

Event description:
N/a.